Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported an e.23 alarm that occurred at the beginning of a patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. The staff was unable to clear the alarm and the patient¿s blood could not be returned. The patient¿s estimated blood loss (ebl) was 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was moved to a different machine where they completed treatment after being re-setup with new supplies. To resolve the reported machine issue, the blood pump motor was replaced. The biomed stated there were no issues with the disposable supplies that were in use at the time of the event. A sample is not expected to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the provided information the reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported an e.23 alarm that occurred at the beginning of a patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. The staff was unable to clear the alarm and the patient¿s blood could not be returned. The patient¿s estimated blood loss (ebl) was 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was moved to a different machine where they completed treatment after being re-setup with new supplies. To resolve the reported machine issue, the blood pump motor was replaced. The biomed stated there were no issues with the disposable supplies that were in use at the time of the event. A sample is not expected to be returned for manufacturer evaluation.